Event description:
It was reported that the patient alleges a perforation occured during an implant causing part of the lung to collapse. It was noted that the ventricle was pierced causing leakage in the pericardium. The lead was the placed in the intraventricular septum. Post implant it was also noted that the leads developed impedance. Further information was requested however, was not provided.

Event description:
New information noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.